Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient of unknown ethnicity was being placed on impella 5.0 for hemodynamic support. It was reported that the since day fifteen of support, lowering trend in the purge flow, solved with pressure level shifting, but problem returning frequently. No patient harm was reported.